Manufacturer narrative:
(B)(6). Date sent: 7/21/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what is the timeline of event? Difficult stapling and spontaneous disunion in caesarean scars. What is meant by ¿spontaneous staple falls¿? Staples fell out spontaneously without any nursing action being taken. This has happened several times in close post-operative caesarean sections, or during post-operative consultations at a distance from the caesarean section. Describe the staple formation? Conforming shape, not deformed. Was the stapling done by one or two individuals? This has happened with several of our doctors, and they are quite unanimous. What is the experience of the user in using ethicon skin staplers? The devices were used following a supply issue on our usual stapler. Were the skin edges approximated with forceps ahead of the stapler? Unk. Was the device fired plastic to plastic? Yes, the pressure was applied to the maximum. Can details regarding additional wound management protocols be provided? Unk. What is the current patient status? Patient was concerned by the issue at different times. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a c-section the device was difficult in stapling and spontaneous disunion in caesarean scars. The device did not lock and tighten the staples quite badly according to our doctors. These are a bit hard to pull out of the device but the integrity of the staples doesn't seem to be affected. In context, yes the staples were more complicated than usual when attaching to the tissues. Doctors have also realized that there are spontaneous staple falls which lead to early disunions of the c-section scar leading to additional wound management protocols. Staples fell out spontaneously without any nursing action being taken. This has happened in close post-operative caesarean section, or during post-operative consultations at a distance from the caesarean section. The management and post-operative care have not changed lately.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please describe the technique the surgeon used to close. Does one hold the tissue together with forceps while the other use the stapler?

Manufacturer narrative:
(B)(4). Date sent: 9/11/2023. Additional information was requested, and the following was obtained: does one hold the tissue together with forceps while the other use the stapler? There is actually one person who takes care of holding the tissues together and a second person who takes care of stapling the tissues. The practice has not changed.